Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses and gore® excluder® aaa endoprosthesis aortic extender components (pxa230300/7156621, pxa260300/7005883, pxa280300/7188154) to repair a dissecting aneurysm of the aorta with the diameter of 62mm. It was reported that the patient's abdominal aorta had been replaced with a y-graft (date unknown), and that the aortic extender components were implanted proximal to the y-graft. The final angiography showed no issue and the patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations showed no issue and the aneurysm shrinking to 45mm, however on (B)(6) 2012, two year follow-up examination identified the aneurysm enlarging to 78mm. No endoleak was reported. On (B)(6) 2012, an additional procedure was performed where three different stent grafts including handmade fenestrated stent graft were implanted to repair the aneurysm enlargement. Additionally, a bare metal stent was implanted to the left renal artery and the left internal iliac artery was embolized with coil. It was reported that on the same day the patient developed compartment syndrome of the left lower extremity and therefore compartment fasciotomy was performed. On (B)(6) 2013, three year follow-up examination identified an endoleak of indeterminate origin and the aneurysm enlarging to 86mm. No further information is available.